Event description:
It was reported that this left ventricular (lv) lead was found to have intermittent loss of capture (loc). Technical services (ts) reviewed and agreed there was loc with some beats that have a large deflection. This lv lead remains in service. No adverse patient effects were reported.